Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed november 17, 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was seen at the emergency room and the implant site was aspirated. The implanted device remains. The patient has not used the device since the event.